Manufacturer narrative:
Image review: intraprocedural media files were not submitted for review. Additionally, the absence of the patient¿s executive summary limited the ability to conduct a comprehensive anatomical assessment. While the images provided indicate the use of at least three separate delivery catheter systems and show damage to a delivery catheter system, the absence of intraprocedural imaging precludes the ability to draw definitive conclusions. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the dcs was received with a valve loaded within the capsule. The device was received with both the handle and the capsule partially open, and a valve protruding from the distal end of the capsule. Damage was observed to the threads at the distal end of the handle screw gear. The capsule was separated at the proximal end and delamination was evident along it. Damage was observed to the end cap. No resistance was encountered when moving the deployment knob and the trigger, however they could not be fully advanced, and the capsule did not advance or retract due to the separation. The valve could not be deployed. An in-house 0.035 inch guidewire was backloaded through the device tip and exited through the guidewire lumen flush port with no resistance noted. No other deformation was evident to the remainder of the device. The reported interaction issues with the guidewire could not be confirmed through analysis. The reported inability to recapture could be confirmed through analysis. Continuation of d10: product ID {non-medtronic safari guidewire}; product lot/serial number {unknown}; product type: {guidewire}; implant date {n/a}; explant date {n/a} updated data: b5. D10. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the issue removing the guidewire only occurred with 1 dcs. Additionally, the guidewire used was not a medtronic device. There were no injuries in result of the guidewire interaction issue.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutfx-29, serial #: (B)(6), implant/explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, 3 separate implant attempts were made with the first valve. For each attempt, a new delivery catheter system (dcs) was used. Subsequently, an infold occurred during all 3 loading and deployment attempts. Following the unsuccessful attempts with the first valve, the physician decided to switch to an entirely new valve and dcs. The procedure was completed successfully with the second valve. No patient complications were reported as a result of this event. Additional information was received that during the valve procedure, no misload was observed during loading. During the implant, the infold was first noted after the first recapture. The valve was recaptured one time with each delivery catheter system (dcs). A procedural delay of around 30 minutes resulted from the valve infold. Per the physician, the patient's tortuous anatomy contributed to the valve infold. Additional information was received indicating that during recapture, the delivery catheter system (dcs) capsule closed incompletely. The guidewire was trapped in the dcs and could only be removed with extreme force.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.